Event description:
Staphylococcus infection [staphylococcal infection]. Warm knee after the injection [joint warmth]. Knee effusion [joint effusion]. Painful knee after the injection [arthralgia]. Swollen knee after the injection [joint swelling]. Case description: spontaneous report received on 04-may-2009 from a physician regarding a (B)(6) male pt, initials (B)(6). The pt's relevant medical history is not available. On unspecified dates the pt received three synvisc injections administered via intra-articular route at a dose of 2 ml in an interval of one week apart. On an unspecified date, after the synvisc injections, the pt experienced warmth in the knee, knee pain, knee swelling and knee oedema that were severe in intensity and required intervention according to the physician. The pt was treated with antibiotic augmentin (amoxicillin). On an unspecified date fluid paracentesis was performed three times and 75-80 ml of pale knee fluid was withdrawn. Articular fluid cultivation showed staphylococcus infection. At the time of this report the pt had not recovered. The physician assessed the relationship between the reported events and synvisc as probable. On 05-may-2009, the investigation summary was received. The production and quality control documentation for lot# v0803 with expiry date august 2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Please refer to (B)(4) for events reported by the same physician.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# v0803 with expiry date august 2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.